Event description:
A report was received that a patient will have a pocket revision due to discomfort at the pocket site.

Event description:
A report was received that a patient will have a pocket revision due to discomfort at the pocket site.

Manufacturer narrative:
Additional information indicates that the patient did not show up for pocket revision and has not rescheduled. The physician stated that the patient's revision was cosmetic only and the patient is not experiencing any discomfort. No further action will be taken at this time.